Event description:
The patient was revised because the tibia was further in varus than what it should have been.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the information provided, as the lot number required to review, the device history records was not provided. Provided information states the tibia was further in varus than what the surgeon was comfortable with. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.